Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer had been tubing (watersports) with the pump. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 270 mg/dl.